Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
It was reported that patient underwent lumbar surgery. Intra-op, the front portion of obturator was broken. The broken fragments were remained inside the patient. The physician sucked out debris with suction and the surgery time was extend.